Event description:
It was reported the light source had a scope communication error b30 and e216. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The customer's allegation of scope communication error b30 was not confirmed. Based on the results of the investigation, the root cause could not be identified as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.